Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. The display lens was observed to be badly scratched. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. The display lens was observed to be badly scratched. A test display was used for investigation and functioned properly during testing.